Event description:
A malfunction alarm was reported by the caller due to a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided instructions for a complete pump reset. After following the reset guidance, the pump no longer displayed the error, and the caller was able to successfully start their sensor session.